Event description:
It was reported that the remote exposure switch on the 9800 system is not working. The vertical lift column does not raise or lower correctly. No pt injury was reported.

Manufacturer narrative:
The svc call was cancelled by the customer. A follow up report will be filed when add'l details become available.